Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with failure code 810:11. During evaluation at baxter, the ail pcb (air in line printed circuit board) was out of calibration and it was recalibrated. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The pump has software version 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Jaws unable to open_open after assisted the analysis results of the el5ml found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties were noted; a malformed clip was released. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the found opening issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the vessel and would not open. The surgeon forced the jaws open by pushing the handle outward, the jaw was sticking. There was no tissue damage. The same device was used to complete the procedure. No adverse consequences reported. (B)(4)